Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to a hydraulic issue noticed by the sales representative. There was a blocked implant and the device was impossible to inflate and was very painful for the patient. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of malfunction was not confirmed via product analysis. The ams700 device was visually inspected and functionally tested. There was a leak in both cylinders and reservoir shell that was the result of sharp instrument or tool damage consistent with explant damage. The pump performed within specifications. Based on the determination that the damage was a probable result of explant, it will not be considered a probable cause for this event because it is a secondary failure. The product analysis could not confirm a device malfunction.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to a hydraulic issue noticed by the sales representative. There was a blocked implant and the device was impossible to inflate and was very painful for the patient. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.